Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had keytones. Customer's blood glucose levels at the time 322mg/dl. Customer treated with a manual injection. Customer also stated that the insulin pump was leaking at the reservoir compartment. Troubleshooting occured, and small air bubble were noted. It was also reported that the reservoir had expired. No additional information was provided.